Manufacturer narrative:
The device was received for evaluation; along with a video of the event. During review of the provided video, water drops are visible in the header area. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. The dialysate side of the set underwent functional leak testing, and a leak was observed. Upon further inspection, a crack was noted in the welding seam. The reported condition was verified. The cause of the condition could not be determined. However, during manufacturing the set goes under a 100% control is performed for the tightness of the welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the top of a polyflux 170h set during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.